Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to emergency room via emergency medical services (ems) with acute onset melena on (B)(6) 2020. Patient was lightheaded and dizzy with standing. Hemoglobin (hgb) was 8.8 g/dl and inr was 2.9. Patient was on coumadin with no acetylsalicylic acid (aspirin/asa). Patient was admitted and received 1 unit of packed red blood cells (prbcs). On (B)(6) 2020 esophagogastroduodenoscopy (egd) revealed gastritis. On (B)(6) 2020 patent passed large amount of bloody bowel movement with clots. Hgb dropped to 6.1 g/dl. Patient received 1 unit fresh frozen plasma (ffp) and 5 units of prbc. Patient experienced acute lower gastrointestinal bleed possibly from known proximal colon ischemia ulcerations. Last need for blood products was on (B)(6)2020 and no further blood stools. The event resolved with sequelae and the plan of care for the patient is off anticoagulation indefinitely.